Manufacturer narrative:
E1 (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported an external fluid leak was observed originating from line venous port of a gambro cartridge ext. Dialyzer line during priming. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The actual device was not received; however, eight (8) retained samples were evaluated. Visual inspection with the naked eye of the eight retention samples did not identify any abnormalities that could have contributed to the reported condition. Functional testing including leak testing was performed with no issues noted. The reported condition was not verified during evaluation of the retained samples. The actual device was not received for evaluation; therefore, a device analysis could not be completed. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.